Manufacturer narrative:
The device was received for evaluation. During functional testing, false downstream occlusion alarms occurred. A review of the event history log revealed there are no events recorded on the reported event date. On the last day of customer use, the day before the reported event date, the customer experienced multiple "downstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.